Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4) (fistula) and (repeated surgical procedure). Additional information requested. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a colectomy procedure, there was an incomplete staple line. The initial intervention was on the (B)(6) 2011. The surgeon was unaware of the change in handling the stapler. The surgeon didn't control tissue compression by varying the height of the closed staple. The surgeon compressed totally when activating the stapler. The donut was complete but thinner than expected. After the intervention, the patient had a temperature; he spent a scanner which revealed peritonitis with fistula. He was re-operated the (B)(6) 2011 and the surgeon noted a dissension of the staples on the left quadrant of the anastomosis with a default of healing. The surgeon removed the anastomosis and made a colostomy. The patient stayed in the intensive care unit from the (B)(6) 2011 to the (B)(6) 2011. At the latest news, the patient is doing well. One device was discarded.